Event description:
It was reported that when (2) devices were used during an open gastric bypass, the instrument would not close properly. Another device was used to complete the case with no consequence to the pt.